Event description:
The hospital perfusionist reported an issue with the mps console during a procedure. He reported the console displayed "inadequate fill" alarms and "unable to maintain flow rate" alarms during a procedure. He also stated the additive and arrest pump were not functioning correctly which resulted in "occlusion detected" alarms during the first dose. He reported the heart defibrillated during that first dose so he administered the second arrest does manually. He stated the "unable to maintain flow rate" error message continued to display and the fluid volumes were less than they should have been. The procedure was completed with no additional issues. There were no patient complications as a result of the reported malfunction. The mps console was evaluated in the field by a field service engineer.

Manufacturer narrative:
(B)(4). Device evaluation: the console and log data were evaluated at the hospital by an fse (field service engineer). The fse performed verification tests and visually inspected the console's valve mechanisms. The console passed all operation check diagnostic tests and functioned successfully with a disposable set with no problems. Although the log data did show the alleged error codes, the console functioned per specification with no issues found. The alleged complaint condition could not be duplicated. A review of the console's service records found that there have been no other complaints related to the alleged complaint condition. There is no definitive root cause for the error codes and alleged complaint condition.